Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: d2b (dqy; lit). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the tip of the balloon was allegedly detached from the catheter. It was further reported that they had to remove the sheath with the balloon and then open the area to remove the piece. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided and it was reviewed. The first photo shows the vaccess balloon with an introducer sheath loaded over it. The distal end of the balloon was noted to be prolapsed/inverted. Damage is also seen to the distal end of the sheath. Blood residue seen throughout the balloon. The second photo shows the vaccess device with a sheath loaded over it. Blood residue seen throughout the balloon, inflation luer and guidewire lumen. The distal end of the balloon was noted to be prolapsed/inverted. Damage is also seen to the distal end of the sheath. No other anomalies were noted. Therefore, the investigation is confirmed for the reported difficult to remove as the distal end of the balloon was noted to be prolapsed, and the tip of the sheath was seen damaged, which could have been caused due to difficulties retracting the device out of the sheath. The investigation is inconclusive for the reported balloon rupture as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture, sheath removal difficulties could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On march 25, a patient underwent an angioplasty procedure using vaccess. During the procedure,iit was reported that the tip of the balloon was allegedly detached from the catheter, but it was partially attached. It was further reported that they had to remove the sheath with the balloon and then open the area to remove the piece. Reportedly, sheath was stuck during removal and balloon was burst. The current status of the patient is unknown.